Event description:
Rptr indicated that he did diagnostics and got a high lead impedance on pt's device. The physician then programmed the device off. No other information is available at this time. All attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.